Manufacturer narrative:
The user experienced hyperglycemia resulting in emergency room evaluation and hospitalization while using the ilet in bg run mode following expiration of the cgm sensor. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed that the cgm sensor expired and was not replaced, resulting in suspension of automated insulin delivery and reliance on intermittent manual bg entries to resume dosing temporarily. Clinical assessment indicates the hyperglycemic event occurred due to insufficient insulin delivery related to therapy management factors, including failure to initiate a new cgm sensor and limited bg entry frequency during bg run mode, rather than abnormal device performance. Based on available information, the event was attributed to use-related factors, with the device problem excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026, it was reported that the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 586 mg/dl after the cgm sensor expired and was not replaced, resulting in interruption of automated insulin delivery and reliance on bg run mode. The user was transported to the hospital where the user was evaluated and treated with exogenous insulin, IV fluids, and electrolyte replacement, and discharged on (B)(6) 2026. No long-term health effects were reported.